Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported a tiny piece of white particulate went in the patient's eye when using the phaco needle and the sleeve. The doctor removed the foreign matter and they opened another sleeve and proceeded with the surgery with no issue.

Manufacturer narrative:
The particulate was sent to an independent testing lab. The lab reported the analyses indicates the white particle, consists primarily of calcium carbonate. Lesser concentrations of organic material, mineral deposits and saline residue were also detected. The organic material could not be identified due to spectra interference from the calcium carbonate.

Manufacturer narrative:
Evaluation completed. One blue irrigation sleeve was returned in an unknown pouch inside a plastic bio-hazard bag. The original packaging was not returned. The part number and lot number cannot be verified or determined. The sleeve was dirty with particulates and dried solutions visible in the sleeve, inside the hub and on the exterior. Microscopic examination found an off white/yellowish colored particle in the sleeve and in the tip. Due to evidence of use, the source and origin of the particulate cannot be determined.